Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure the gold probe failed to deliver current. Additionally, there was no visible damage to the complaint device or its packaging. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: probe failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found no issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure the gold probe failed to deliver current. Additionally, there was no visible damage to the complaint device or its packaging. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.